Manufacturer narrative:
Internal file number - (B)(4). Evaluation summary: visual and functional inspection was performed. The reported tip damage and difficulty inserting the guide wire was confirmed. Although a cause for the damage could not be determined, it may be possible the tip caught on the dispenser coil during removal; however, this could not be confirmed. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot revealed no other incidents. The investigation was unable to determine a cause for the difficulties. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information. The 5x80mm supera device referenced is being filed under separate medwatch report.

Event description:
It was reported that the procedure was to treat a non-tortuous and heavily calcified lesion in the superficial femoral artery. A 5x100mm supera stent system could not be loaded onto an unknown guide wire. It was noted that the catheter tip was slightly detached and so the stent system was not used. A 5x80mm supera stent was successfully implanted; however, there was section of the vessel that needed treatment. Another 5x80mm supera stent was deployed; however, the stent came out when the delivery system was removed. Fluoroscopy was not used when removing the delivery system. There was a concern about the catheter tip separating as it could not be seen. However, after several attempts with angiography the tip was not found inside the patient and it was believed that the tip was still within the catheter. No additional information was provided.